Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 5.5mmol/ l at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. The pump was received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. The insulin pump was received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.